Event description:
It was reported by the patient that an unspecified xience stent implanted. Post stent implantation, the patient developed a rash, which is reported to be spreading. The patient stated that she is allergic to nickel, but due to the small amount of nickel in the stent, she does not believe that the nickel is the issue. Treatment for the rash was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported hypersensitivity is listed in the xience v/nano instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.